Event description:
This is a literature article report, that summarizes 20 patients who reused the homechoice cassette coincident with peritoneal dialysis (pd) therapy. Patients were instructed to reuse the cassette two times for a total of three nightly intermittent pd treatments. There was no patient injury or medical intervention associated with this event. This is patient 7 of 20 identified in this literature article.

Manufacturer narrative:
(B)(4). This event occurred between june and december, 1995. The cause of this event was use error. If additional relevant information is received, a supplemental medwatch will be filed. Reference: ponferrada, l.p., et.al. A cluster of gram-negative peritonitis episodes associated with reuse of homechoice cycler cassettes and drain lines. Peritoneal dialysis international 1996; 16:636¿8.